Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bulkhead was replaced, and the unit was returned to service. No report of patient involvement. Date of device manufacture is currently unavailable.

Event description:
The hospital reported the flow sensor module is damaged and will not latch to the unit. This damage caused a leak and loss of mechanical ventilation during pre-use checkout. There was no report of patient involvement.